Event description:
The distributor reports on behalf of the user facility in (B) (6) that the distal catheter of a hydrocephalus shunt system was reported as being severed in the area of the patient's neck. It had been implanted for eight years.

Manufacturer narrative:
The device was returned to integra for evaluation. No lot number was provided and review of the device history could not be performed. The device had been implanted for approximately eight years. A piece of the catheter approximately 2" long was received for evaluation. The catheter was examined under a microscope. One end of the catheter was jagged; traces of a piece of suture thread were seen tied on the other end. The cause of the breakage cannot be determined. The instructions for use state: silicone tubing may be easily cut or torn when instruments are used to secure it to a connector. When instruments are used, carefully inspect the tubing for nicks or other damage prior to closure. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.